Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen full segment display as a result of a faulty electronic component on the interface board. No alarms occurred during analysis.

Event description:
It was reported that insulin pump alarmed and the settings were cleared. No further information was provided.